Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was a false positive. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Lucas rosenmayer/application: customer has complained about low and false positive results. They subcultured the samples and quite a lot were negative and also the patients are not showing any symptoms therefore there are getting transferred to another hospital because of these results. Was this qc/survey or patient samples? Patient samples. What was the result of the bd test? The result were sometimes low positive. Therefore patients got transferred and isolated to another hospital. What confirmatory testing was performed and what was the result? Subcultures were applied.

Manufacturer narrative:
H6: investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "environmental contamination". Customer is getting low and false positive tb results. Service cleaned the instrument three times with hydrogen peroxide solution and auqa dest. Service also replaced the filters. This complaint is unconfirmed as the issue alludes to an environmental contamination issue. No problems were identified with instrument performance by the customer. The exact root cause cannot be determined with the information provided. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint is unconfirmed. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur.

Manufacturer narrative:
PMA / 510(k)#: k111860. K130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was a false positive. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Lucas rosenmayer / application: customer has complained about low and false positive results. They subcultured the samples and quite a lot were negative and also the patients are not showing any symptoms. Therefore there are getting transferred to another hospital because of these results. Was this qc/survey or patient samples? Patient samples. What was the result of the bd test? The result were sometimes low positive. Therefore patients got transferred and isolated to another hospital. What confirmatory testing was performed and what was the result? Subcultures were applied.